Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after having received inappropriate shocks from the ICD. Device interrogation revealed the shocks were attributed to noise in the rv channel. Surgery was performed with another manufacturer. No further information could be obtained.